Event description:
A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2009. On (B)(6) 2010, the pt reported a development of urinary tract infection as diagnosed by urinalysis. On (B)(6) 2010, the pt was given a prescription for antibiotic, name not provided, and recovered on (B)(6) 2010. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lot 1010293 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.